Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a car accident and a hospitalization due to low blood glucose levels. The customer's blood glucose level was 38 mg/dl. The customer did not have symptoms, but did report "feeling low" and had tried eating to feel better. The customer declined to troubleshoot and stated the insulin pump was working fine. Nothing was returned or replaced. No further details were provided.